Event description:
The pt reportedly fell down and hit his head. Following the fall, the pt reportedly was unable to hear. Testing of the device revealed that it is not functioning. Revision surgery will be scheduled.